Event description:
It was reported that a patient presented to clinic for an atrial lead revision. Over-sensing noise resulting in inappropriate automatic mode switch was observed on the atrial lead. On (B)(6) 2022, the physician elected to cap and replace the atrial lead. The patient condition was stable before and after the procedure.